Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the heat seals visual integrity, workmanship standard found that all sealed surfaces are inspected for the presence of under-seal areas along the seals. If there are any unsealed areas, reject the part. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the heat seals visual integrity, workmanship standard found that all sealed surfaces are inspected for the presence of under-seal areas along the seals. If there are any unsealed areas, reject the part. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a standard acl reconstruction, when opening the package for the ultrabutton, the seal was not continuous, therefore the implant was no longer sterile. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly